Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the defib conductor is distorted, there is blood/body fluid on the outer tubing overlay, the outer tubing overlay is breached cut and there is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during an implant attempt, undersensing/oversensing was noted to on the egm during pocket closure. Noise was noted. The lead was replaced. No patient complications were reported as a result of this event.